Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and keypad was unresponsive. Blood glucose level at the time of the incident was not provided. Customer stated the device was exposed to moisture. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with constant critical pump error alarm and unable to download due to corroded electronic assembly. Unable to confirm keypad anomaly due to critical pump error alarm.